Manufacturer narrative:
The complaint sample was not returned to greatbatch for evaluation. Thus, an inspection could not be performed by greatbatch to confirm the reported event. The lot number was also not reported to greatbatch. The cause of the reported event is unknown as the complaint sample was not returned to the distributor to send to greatbatch. Report source distributor (B)(4). Device not returned to manufacturer.

Event description:
It was reported during an unknown patient procedure that the linear broach handle broke and needs to be replaced. Specifically, the spring in the clamp broke. There was no surgical delay, the procedure was completed successfully and no adverse events were reported as a result of the malfunction.